Manufacturer narrative:
The returned probe was evaluated. The tip has fractured off. The cause of failure cannot be definitively determined as the conditions under use when the device failed are unknown and the fractured tip was not returned. The probe may break due to hard bone density or off-axis malleting. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a curved probe fractured off while being malleted into the pedicle during surgery. The surgeon drilled away some of the surrounding bone in order to retrieve the fractured tip. An alternative probe was used to complete the procedure. There were no reports of patient injury associated with the excess bone removal.